Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt has experienced pelvic pain, scarring, dyspareunia, recurrence of urinary incontinence, numbness on the right side of the pelvic area, and an abscess. The pt has retained ivs-02 material. The pt has had other procedures.

Manufacturer narrative:
(B)(4).